Event description:
Inbound call from patient. He reported that he continues to have issues with his pump during infusion (not specified) and is requesting a new pump. No further information know or available. Unknown if patient missed any does of medication. Lot and expiration information was not provided. Dosing: infuse 2500 mg intravenously every week in 700 ml normal saline (total volume) over 3 to 4 hours via infusion pump. Continue 50 ml post flush at a rate of 245 ml per hour. Reported to (B)(6) by pt/caregiver.